Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to recommended replacement time (rrt)/elective replacement indicator (eri) triggered in less than three years, and high left ventricular (lv) lead threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2012; a 429688 lead, implanted: (B)(6) 2012. (B)(4).